Event description:
It was reported that this left ventricular (lv) lead was suspected to be dislodged and only pacing but not yielding expected results. This lead remains in service. No adverse patient effects were reported.